Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.